Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "constantly alarms when on/off button pushed" was confirmed and reproduced during product evaluation. The assignable cause was a missing ac fuse. The missing ac fuse would not allow the battery to charge causing the batteries to fully deplete. The ac fuse was added and the batteries were replaced to correct the reported condition. The user interface module software version is 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with "constantly alarms when on/off button pushed". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.